Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient said vision was not clear. The lens was exchanged for another lens model 04 months 25 days following the initial procedure. Clinical reason for explant was mentioned as failure to adapt or mechanical. Additional information was received stating that the patient was not happy with va distance and near. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).